Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and unit was found to have voltage error resulting in the component not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that there was a repeated error code c-00 on the erbe unit. Technical support engineer (tse) guided customer through a power cycle, after which error code c-33 appeared during startup. The tse informed customer that the erbe needed to be replaced. Customer stated they planned to swap out the vision tower with another one, but noted that the original tower may be needed later. The procedure was aborted to another dv system with no reports of patient involvement.